Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive meter blood glucose now alerts and was not able to clear. Customer removed battery and began to treat with manual injections overnight. Customer's blood glucose was 400 mg/dl. Customer was advised of correct way of clearing alarm. Customer reported that insulin pump was reconnected in the morning and sensor was changed and problem was resolved.